Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the tl400 light source was shutting off during a procedure (case date, case type and patient information was not provided). According to the customer, they were able to complete the procedure after turning the device back on. There was no patient impact due to this, however it caused a small delay to the procedure.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the most probable root cause: human error on manufacturing site. During the inspection, cable 1600496 (the connection between white light driver board and mainboard) was determined as the cause of the reported defect. There has been a loose contact on pin 6 (status line). Incoming inspection of newly delivered cables to the production is done by sampling inspection, a cable may have an incorrectly attached pin. Therefore, human error on manufacturing site seems to be the cause in this case. A 100% functional test at the end of manufacturing was performed and is documented with inspection lot 40001826582 (erpp71). The described failure did not occur during the tests. In the evaluation period of the complaints (B)(4) , there is one more notification with the same issue filed. The reported 4 issues are caused by one light source tl400 with serial number (B)(6). Due to recurring cases at different times, 4 different complaints were created for a single serial number. In total only 2 different light sources are affected by this error pattern. There are no indications of a systematical error. This event is filed under internal complaint (B)(4) .